Event description:
(B)(6) became aware of (B)(4) received through the FDA medwatch program stating "spontaneous communication: received call from (B)(6) home health rn), who reported that 50-60ml syringe keeps popping out of freedom pump for patient's hizentra infusion. Counseled (B)(6) to manually push patient's infusion at a rate of 1ml every 2 to 3 minutes. Scheduled pump return box and send out new pump. The syringe popped out while patient was trying to infuse the hizentra, no injury to patient, the patient was advised to infuse hizentra via manual push until a new freedom 60 pump was shipped to them on (B)(6) 2022. No adverse event reported. Unknown if patient missed any doses. Unknown if fault occurred during use with patient indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to cvs/caremark by: patient/caregiver." A good faith effort was sent to the initial reporter on (B)(6) 2022. A response was received stating the reporter did not provide the pump serial number or expiration date info. However, upon further investigation there is a reasonable possibility the pump in question may be serial (B)(4); dispense date: (B)(6) 2022; return date: pump not yet returned by patient. No further information was provided. A second good faith effort was sent to the initial reporter on (B)(6) 2022 regarding the pump return. A response was received stating the cvs team spoke to the patient's mother this morning who advised that the pump was reported defective in error. Mother reports the pump is not actually defective and it is currently in use by pt. No further information was provided by pt's mother. (B)(6) is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.